Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-00647 and 1828100-2014-00851. The reported complaint was confirmed. It is not known what conditions caused this fuse to blow. This device also had intermittent issues with the charger (refer to 1828100-2014-00647) and it is unk if this contributed to the fuse failure. No further fuses were blown during the testing of the device. The device will be sent to service to be brought to mfrs specifications before being returned to the customer. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, one alternating current (a/c) line fuse was blown in the centrifugal system. There was no pt involvement.